Event description:
The pump was returned for investigation. All of the keypad buttons were found to be intermittently responsive. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the "contrast", "up" and "down" keys were intermittently responsive. The "ok" key responded normally. The "contrast" key contact was found to be misaligned. Contamination was discovered under the "contrast", "up" and "down" key contacts. Battery compartment was found to be intact with no cracks. There was no evidence of moisture contamination inside battery compartment. There was evidence of partially discharged batteries being installed observed in the device¿s black box. Battery cap was able to fully tighten and power loss was not observed with this device. However, current draws were not within specifications; idle -180ma, sleep-110ma, load-280ma, rewind- 270ma. A defective u24 caused short battery life in addition to low voltage in replacement batteries. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.